Manufacturer narrative:
(B)(4). Internal abrasion exposing the inner coil was found at 81-82 cm from the connector pin. The etfe coating of one sensing cable was also abraded. This is consistent with the observation from the field of low impedance.

Event description:
It was reported that the lead impedance was very low, under 200ohms. The lead was replaced with good values and patient condition after surgery was stable.